Manufacturer narrative:
The UDI could not be provided because this device was manufactured prior to being assigned a UDI number. Event date is an estimate.

Event description:
It was reported the patient's ipg was unable to communicate with external devices for over a decade and was deemed inoperable. As result, the patient's scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.